Event description:
It was reported that the stapler was jamming; staples were not coming out.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the device was returned with its trigger partially engaged. One of the staples appears misaligned. The stapler was returned with 38 staples left in the cover block. First, the trigger cycle was completed. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. No staple fired on the first attempt. The trigger was engaged four more times with no staples firing. The misalignment of one of the staples is preventing the other staples from moving down the track and into the forming tool. An attempt to manually realign the staples was made. However, the staples were unable to realign. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. It could not be determined what caused the staples to misalign. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused one of the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staple jamming" was confirmed based upon the sample received. One of the staples in the returned stapler was misaligned which prevented the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors could be found in the assembly. The device history record review showed no evidence to suggest a manufacturing related cause. It could not be determined what caused one of the staples to misalign. Therefore, the potential cause of this complaint issue could not be determined.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73f1800595 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler was jamming; staples were not coming out.